Manufacturer narrative:
Per the surgeon, the patient's demise was unrelated to the da vinci s surgical system and the bleeding experienced by the patient would have occurred regardless of the modality used to perform the procedure. Based on the information provided, it was determined that the da vinci s surgical system worked as intended and no system malfunctions occurred.

Event description:
It was reported that while removing tissue during a da vinci s transoral resection procedure performed on (B)(6) 2010, the surgeon encountered an unusual group of veins and patient bleeding occurred. The surgeon was able to stop the bleeding and the planned surgical procedure was completed. There were no system malfunctions during the procedure. Five days post-op, the patient experienced bleeding and expired on (B)(6) 2010.